Manufacturer narrative:
There is no evidence of product malfunction or mislabeling from the manufacturer side. The device was re-labeled incorrectly at edwards warehouse for inventory purposes. Therefore, edwards lifesciences is reporting instead of the original manufacturer. Note that the code included in d2b is not applicable for this device since the carotid shunt is a preamendment device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during an intervention, this carotid shunt (model number nl8505070) was detected incorrectly labeled. The device received was the model number nl8505066. For the surgeon, the issue lied in the fact that these two model numbers have different diameters. There was no allegation of patient injury. The device was not available for evaluation. (Medwatch #(B)(4)). At the pharmacy, four additional units were found labeled incorrectly. Each package had three labels, two labels with model number nl8505066 and one label with model number nl8505070. There was no patient involved. The devices were available for evaluation. (Medwatch #(B)(4)). As a summary, two medwatch reports will be submitted one for the device found during intervention and one for the four devices found in the pharmacy (medwatch # (B)(4) and medwatch # (B)(4)).

Manufacturer narrative:
Updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). No product was returned for evaluation; it was discarded at the hospital. Since the complaint affected product was not returned for evaluation and since no other objective evidence was provided for review, a product non-conformance or device failure could not be confirmed. This product is not manufactured and/or packed in edwards lifesciences. This product is received by edwards lifesciences warehouse located in netherlands for only distribution purposes. An inventory label is placed on the box at the warehouse at receival for tracking purposes. A product risk assessment has been generated to cover this issue.

Manufacturer narrative:
Additional information: corrective actions were implemented to in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. It was confirmed during the effectiveness monitoring that the issue reported in this complaint was found to have occurred before the implementation of the corrective actions.